Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to be in good physical condition. There was evidence of a prior "cassette not attached properly" alarm in the event history log. The reported issue could not be verified during investigation. No constant alarming sound was activated when closing the pump's latch handle with no cassette.

Event description:
It was reported that the ambulatory infusion pump emitted a constant alarm when the cassette was removed and the latch was closed. No injury was reported.